Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a procedure on (B)(6), 2010. According to the complainant, the foot switch cord was frayed, which prevented it from triggering the generator. No information regarding the patient or procedure was available from the complainant.